Event description:
Emergency medical technicians responded to a person described as in cardiac arrest. The device was connected to the pt and the "analyze" button pressed. According to the reporter, the device alarmed, displayed a service wrench and would not analyze or deliver a shock for the pt's ventricular fibrillation rhythm. A backup device at the scene was immediately called for and used. The pt was not resuscitated.